Event description:
It was reported a 6f brite tip sheath was inserted followed by the placement of an 8mm x 40mm bridge stent at the site of a left common iliac occlusion. The same procedure was performed from the right common femoral artery. An angio-seal device was deployed in the right arteriotomy site without difficulties. However, the pt complained of pain in the left arteritomy site during deployment of the angio-seal device. Shortly after, the pt experienced a vasovagal reaction and was treated with atropine 600 mcg. And was stabilized. A CT scan revealed free bleeding into the iliac area; the pt was referred to a vascular surgeon and the angio-seal device was removed from the left arteriotomy site. The pt was reportedly stable and recovering.